Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. It was a proctorised case. First valve was deployed too high in the aortic annulus, and it was recommended to implant a second valve to secure the first one. Second valve was positioned well. Patient was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position - malpositioned thv" was unable to confirmed as no imagery or medical device was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, "first valve was deployed too high in the aortic annulus, and it was recommended to implant a second valve to secure the first one. Second valve was positioned well." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Per follow-up responses, "it started high and finished high." It is possible that the valve was improperly positioned causing the valve to deploy higher than as intended. As such, available information suggests that procedural factors (improper valve positioning before deployment) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.